Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the unit displayed an error 60 and the table and workstation would not boot up. There is no report of death or serious injury associated with the event.